Event description:
It was reported that the user¿s ilet displayed repeated alert 38 during the change tubing and fill workflow, with ¿unable to proceed¿ at the rewind step and inability to perform a dry run despite multiple device resets and supply changes; the user also reported recent use without the pump and no foreign objects in the cartridge chamber. Symptoms included no reported injury or adverse physiological effects. Outcomes included shipment of a replacement device and instructions to return the reported device, along with user education to contact a healthcare provider for blood glucose monitoring and backup insulin therapy. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a consecutive stalled motor condition consistent with an insulin delivery motor stall associated with the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction leading to interrupted insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.